Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter, receiver, and smart device occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed as it had voltage. (B)(4) bluetooth device pairing test was performed and the transmitter passed. Transmitter final functional test was performed and the transmitter passed. The share log was reviewed and the transmitter failed as a transmitter not found was displayed in the logs. The reported defect was not found with the returned transmitter. The customer complaint of pairing failure was confirmed. The root cause was determined to be a loss of connection. The reported issue of pairing failure is reportable based on the finding of permanent connection loss.